Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer was unable to toggle between the alphabetic and numeric function to input their transmitter ID. Tandem technical support instructed the customer to reset the pump. After the pump reset, the customer was successfully able to enter transmitter ID. There was no known impact to the customer's blood glucose level.